Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise noted as high ventricular rate episodes. Pacing inhibition was observed with the noise. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.